Event description:
On 04/25/2024, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-41006 megabiter tip was broken. The case was completed using another ar-41006 megabiter. All fragments were retrieved. No patient effect.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-41006 megabiter lot number: 15030320 was received for investigation. Visual evaluation noted that the cutter of the device was broken off and missing. Functional testing was unable to be performed due to the damage to the device. The most likely cause for the reported failure can be attributed to misuse/mishandling due to the damage to the device.